Manufacturer narrative:
Per the radiology technician, pt info was not available from the site. Stealthstation passed testing on hardware and software system check-outs. System check-out could not reproduce intermittent tracking and was determined not to be an issue with the psu, instruments, or software. The system was found to be fully functional.

Event description:
A medtronic representative reported intermittent tracking during a spine synergy/o-arm procedure. The medtronic representative provided instructions to the site on troubleshooting, however, this did not resolve the issue. Surgeon opted to continue the case to completion using the stealthstation. There was no harm to the pt.